Event description:
Rupture of mentor silicone gel breast implant. Became very ill. Diagnosed with fibromyalgia, chronic fatigue syndrome, pots and multiple chemical sensitivities. Unable to function or work. Dose: bilateral, frequency: 2005, route: im. Dates of use: (B)(6) 2005 - (B)(6) 2011. Reason for use: breast cancer reconstruction.